Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had its service led illuminated and had logged an event code into the device memory. During device evaluation physio-control observed that the device would not charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the reported issue was caused by the therapy pcb assembly. The therapy pcb assembly was removed and evaluated. Physio determined that the cause of the reported issue was due to process residue at an integrated circuit (ic) chip, designator u60 on the therapy pcb assembly. This ic chip, designator u60 on the therapy pcb assembly having process residue caused no voltage to be supplied to transformer, designator t7, on the therapy pcb assembly. This then caused no defibrillation energy to be charged and delivered. A replacement device was provided to the customer under warranty.